Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote transmission, upper out of range high voltage lead impedance measurements were observed back in (B)(6) of last year. Programming the shocking vector was completed. The lead will be evaluated at elective device replacement. The patient will continue to be monitored remotely and in-clinic. The patient condition is fine.

Manufacturer narrative:
(B)(4)

Event description:
New information received states externalized conductors were observed through fluoroscopy during a generator change out. The lead remains implanted. No further information is available.